Event description:
Note: this report pertains to the second of two malfunctions occurring during the procedure. During the procedure, the physician thought he had collected three samples with the excelon transbronchial aspiration needle. However, when the device was removed from the patient, there was no sample. The physician attempted to obtain a sample using a second excelon transbronchial aspiration needle, but was unable to obtain a sample. The physician realized there was poor suction with both devices resulting in the failure to obtain a sample. The case was completed with a different device. There was no reported clinical consequence to the patient. Refer to MFR report #3005099803-2008-06682 for details regarding the first device.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.